Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The company received a report where it was claimed that the tube developed a leak in the y park of the tube, but the actual source of the leak could not be confirmed. The clinician elected to extubate and reintubate with a replacement tube. The tube was replaced without incident.